Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the k1 and k3 relays were not operating properly. The cause of the code 102 and incoming test failure is the defective relays. The root cause of the defective relays cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying code 102.